Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 2021-11-14 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation?: no. Dev rtn to MFR? No. Mfg date: 2020-07-15. Labeled for single use?: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) exhibited high thresholds and plac ement difficulty. It was further reported that the delivery system (ds) tether ruptured and was cut off during a recapturing attempt. The leadless ipg was implanted. No patient complications have been reported as a result of this event.